Event description:
It was reported that prior to a coronary angioplasty procedure, a shaft break was identified. As the 3.0x24mm liberte stent was opened and prepped for use it was noted that the shaft of the device was broken. The procedure was completed with another 3.0x24mm liberte stent. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a coronary angioplasty procedure, a shaft break was identified. As the 3.0x24mm liberte stent was opened and prepped for use it was noted that the shaft of the device was broken. The procedure was completed with another 3.0x24mm liberte stent. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the mid-shaft. The break was located at 7cm proximal to the port. An examination of the break site found clear evidence of stretching in the extrusion. No other damage was noted. The stent was fully crimped onto the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).